Manufacturer narrative:
Evaluation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment showed the actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Device was returned for evaluation on (B)(4) 2016. (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is necessary at this time. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
A report of a product problem was received. According to the report the surgeon had successfully deployed the t-1 anchor during a meniscal repair and the t-2 anchor fell off the inserter needle when the surgeon pulled the needle from the meniscus. The procedure was completed with a back-up device and there was no reported delay in the procedure. There was no report of patient injury.